Event description:
It was reported that patient this lead was explanted due to infection. This is considered a life threatening situation and surgical intervention was required to resolve the issue. No additional adverse patient effects were reported.